Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the (1) pcu display cases is faulty with nonfunctioning on/off buttons. The customer confirmed that there was no patient involvement as the issues was found during pre-use inspection.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the (1) pcu display cases is faulty with nonfunctioning on/off buttons. The customer confirmed that there was no patient involvement as the issues was found during pre-use inspection.